Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device showed high lead impedance upon diagnostic testing. Follow-up with patient's treating neurologist revealed that chest and neck x-rays of the patient's device were taken. The neck x-rays did not reveal any obvious anomalies and the lead could not be visualized on the chest x-rays due to poor image quality. The x-rays were not sent to the manufacturer for review. No patient manipulation or trauma occurred, per physician. The patient underwent full revision surgery and the explanted products were returned to manufacturer, but analysis is pending.